Event description:
Male patient taken to surgery for laminectomy and arthrodesis with autograft/allograft placement and rod/screw fixation. Patient has severe lumbar vertebra l4-l5 degenerative disc disease and spinal stenosis. Upon using the osprey transforaminal lumbar interbody fusion (tlif) inserter, the surgeon noted the tip of the instrument broke off and fell into the patient's cavity. The surgeon was able to locate and remove the broken tip. Broken instrument and tips were taken out of service and sequestered for risk management. The surgeon was able to utilize another inserter to finish the procedure. There was no harm or injury to the patient and the patient was sent to the pacu for recovery.